Event description:
It was reported that the lcd was broken and the over temp was not working. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, broken lcd, stained float switch, rusty heater, stripped interlock block, worn plate clip and pole clamp, faded line cord, and broken front cover. Functional testing found the lcd was cracked and over temp alarm is not working. The root cause of the reported issue was found to be impact damage to the lcd and the pot for setting the over temp alarm was damaged. Replaced the float switch, printed circuit board (pcb), enclosure, tank cover, heater, interlock block, plate clip, line cord, pole clamp, and front cover. The device passed all functional testing.